Event description:
Customer reported that a pyxis anesthesia es system's biometric scanner stopped responding preventing user access to medication. The nature of the procedure was not disclosed. Customer stated that the device was rebooted. The reboot process lasted over 15 minutes. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system's biometric scanner stopped responding preventing user access to medication. The nature of the procedure was not disclosed. Customer stated that the device was rebooted. The reboot process lasted over 15 minutes. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer remotely inspected the device. Biometric scanner software and drivers were reinstalled to resolve. Customer confirmed device is operational.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, g2, g6, h2, h6, h10. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-jan-2021 to 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a sign in issue with respect to bio-ID. The field service technician reinstalled the bio-ID software and drivers to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
Customer reported that a pyxis anesthesia es system's biometric scanner stopped responding preventing user access to medication. The nature of the procedure was not disclosed. Customer stated that the device was rebooted. The reboot process lasted over 15 minutes. Patient or user harm was not reported.